Event description:
The manufacturer received information from a third party service center alleging a ventilator failed to charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
The manufacturer previously reported an issue with the device's internal battery. The internal battery was returned to the quality assurance lab for further investigation. The internal battery was tested with a battery analyzer and a permanent failure was confirmed due to cell imbalance.

Manufacturer narrative:
The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.